Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/ migration') and uterine perforation ('uterine perforation/ migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not underwent essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("hypersensitivity"), dermatitis allergic ("rash/skin condition"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), tooth disorder ("dental probs"), alopecia ("hair loss"), migraine ("migraine") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, hypersensitivity, dermatitis allergic, allergy to metals, fatigue, tooth disorder, alopecia, migraine, weight increased and visual impairment outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder, uterine perforation, visual impairment and weight increased to be related to essure. The reporter commented: fallopian tube perforation/ migration, uterine perforation/ migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, nickel allergy, fatigue, dental probs., hair loss, migraines, weight gain, vision probs discrepancy noted the date of insertion in summons was (B)(6) 2010 and the date of insertion in this follow-up is (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Previously reported event "injury" updated to "fallopian tube perforation", events- "uterine perforation/ migration, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), hypersensitivity, rash/skin condition, nickel allergy, fatigue, dental probs., hair loss, migraines, weight gain, vision probs", added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.